Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The patient was driving to a meeting and noticed they were going to the bathroom more on (B)(6) 2016. During a 5 hour period, the patient had a return of symptoms and urinated on themself on the car ride home. The patient didn¿t have access to their programmer during the car ride. The patient checked the implantable neurostimulator (ins) at home, but didn¿t look for a lightning bolt. The patient didn¿t feel stimulation and usually didn¿t feel stimulation. Therapy was not on. The patient turned therapy on and was able to feel stimulation at 0.7v on program 3. The situation was resolved. The patient would have an appointment with their health care provider (hcp) in a few months and would contact them sooner. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.